Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16080. It was reported that patient was experiencing ineffective stimulation due to high impedances after experiencing some minor falls and a twisting slip. The patient was also unable to place their system into MRI mode. Surgical intervention was undertaken and the lead and ipg was explanted and replaced.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.